Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the waste liquid bag of a prismaflex st100 set during continuous renal replacement therapy. The blood filter alarm was triggered which revealed the capacity of the waste liquid bag was incorrect. Treatment was stopped immediately and the extracorporeal blood was returned to the patient. The tubing was replaced and therapy was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.